Event description:
Device malfunction: incomplete sheath splitting, difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the star close device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. During the thumb advance step, the sheath did not split completely, and the finish arrows did not align. The physician experienced difficulty during removal and force was used to withdraw the device from the arteriotomy. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
Eval summary: the device was returned partially deployed with the thumb advancer approx 4.5 inches distal of the start arrow. The vessel locator button was fully distal and engaged with the safety release button. The findings did not match the reported experience, "the sheath did not split completely". The exchange tube was fully slit with severe carving at the distal end of the nylon shaft. Also observed were slightly bent vessel locator wings, bent shaft, and damaged delivery tube, all of which are a direct result of the carving not permitting the vessel locator wings to collapse. No mfg issue was detected. The root cause for the shaft carving is undetermined. A review of the device history record for this lot did not produce any findings relevant to this investigation.